Event description:
It was reported the during a percutaneous transluminal angioplasty treatment procedure a catheter became stuck on the guide wire. The 90% stenosed lesion was located in a moderately calcified and moderately tortuous antebrachial cephalic vein shunt. A 018/150 non-bsc guide wire was inserted through a 4fr 3cm non-bsc introducer sheath and advanced across the target lesion. The 5.0 x 40/80 (4f) f/g sterling otw balloon catheter was then loaded over the guide wire. Resistance was encountered and the physician was unable to advance the device. The device was noted to be stuck on the guide wire at approximately 20cm from the distal tip of the balloon catheter. The balloon catheter and guide wire were removed together as a unit and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Event description:
It was reported the during a percutaneous transluminal angioplasty treatment procedure a catheter became stuck on the guide wire. The 90% stenosed lesion was located in a moderately calcified and moderately tortuous antebrachial cephalic vein shunt. A 018/150 non-bsc guide wire was inserted through a 4fr 3cm non-bsc introducer sheath and advanced across the target lesion. The 5.0 x 40/80 (4f) f/g sterling otw balloon catheter was then loaded over the guide wire. Resistance was encountered and the physician was unable to advance the device. The device was noted to be stuck on the guide wire at approximately 20cm from the distal tip of the balloon catheter. The balloon catheter and guide wire were removed together as a unit and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the sterling balloon catheter was received for analysis. Visual analysis revealed numerous shaft kinks located throughout the catheter. The shaft was buckled 48cm from the edge of the strain relief. A .018" outer diameter guide wire was inserted into the tip and advanced through the lumen. There was resistance 48cm from the edge of the strain relief at the location of buckled shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical factors. (B)(4).